Event description:
It was reported the product was not sealed properly and the dressing came out of the pocket.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No sample was received so investigation is inconclusive. A quality evaluation was performed on (B)(4) 2014. Batch record was reviewed and no non-conformances were identified. A review of cases shows this was the only case for this issue and icc within the last 12 months. This complaint issue has been investigated previously to address the complaint and a corrective action is being assessed and documented in our CAPA system. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).